Event description:
It was reported that the patient presented in clinic for follow up, upon interrogation the pulse generator exhibited noise on both channels. The device was reprogrammed. The patient would be monitored.